Event description:
A hospital in (B)(6) reported that the pressure line of an rt124 infant continuous flow breathing circuit is missing a connector. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt124 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k020332. Method: the complaint breathing circuit kit was returned to the manufacturer and visually inspected. Results: the visual inspection revealed that a connector was missing from one end of the pressure line, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the assembly process, resulted in the connection being omitted from the pressure line. There are standard operating procedures in place to assist operators on the assembly line to correctly assemble breathing circuits. This consists of a specific pack card detailing all components required, which must be displayed at the assembly station.